Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (04/16/2013)- for initial report (submitted on (B)(4) 2013), field serial#- the correct serial number is (B)(4) not (B)(4). Device evaluation: the meter involved with this complaint was returned and evaluated by product analysis with the following finding. The meter passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips (lot# 3395546) for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. The patient returned test strips with lot# 3380352; the returned strips were evaluated and no faults were found. At this time, lifescan considers this matter closed.